Event description:
It was reported that during a device changeout procedure, the physician noticed that the outer sheath on right ventricular lead was "peeling back." The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 4194 implantable pacing lead (B)(6) 2007; 5076 implantable pacing lead (B)(6) 2007. (B)(4).